Event description:
It was reported the patient¿s pump was programmed to stopped mode on (B)(6) 2014. The patient¿s catheter was cut during a surgery a few days prior to the pump being programmed to stopped mode, either the (B)(6). The hcp wanted to permanently disable the pump. The pump was used to deliver dilaudid. The permanent pump off password was provided. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).